Manufacturer narrative:
Analysis is unable to confirm the complaint regarding the insertion needle due to the customer did not return the needle only the enlite sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that she received a change sensor alert and that the needle broke in the serter when she went to change it. The blood glucose reading was 137 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.